Manufacturer narrative:
During use of the 6/7f mynxgrip vascular closure device (vcd), the balloon loss pressure. There was no patient injury or hospitalization. Hemostasis was achieved via manual compression for less than thirty (30) minutes. The procedure was a diagnostic procedure. A 6f cordis sheath was used and the stick location is medium. The procedure did not use an ante-grade or retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There were no prior pta, stent, or vascular graft in the common femoral artery or vein. There were no visible damage in distal end of the sheath after removal. There were no presence of peripheral vascular disease. There were no defect noted to the device prior to prep. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The sealant and advancer tube were found inside the shuttle cartridge tubing. The procedural sheath was located next to the balloon. No anomalies were observed. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Subsequently, it was revealed that there was no saline in the balloon of the returned device. Vacuum was drawn from the balloon, then the balloon was inflated with water. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. Visual inspection at high magnification found no saline in the balloon of the returned device which indicates that the balloon may have not been purged of air during the preparation phase. A product history record (phr) review of lot f1913505 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since no leakage was noted. The exact root cause of the reported incident could not be conclusively determined during analysis. However, based on the limited information available for review and the product analysis, the cause of the reported failure may have been attributed to incorrect prep of the balloon during the preparation phase before use in the patient as evidenced by the absence of saline in the inflation lumen. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. The mynxgrip IFU step 2: deploy sealant, also instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use of the mynxgrip vascular closure device (vcd), the balloon loss pressure. There was no patient injury or hospitalization. Hemostasis was achieved via manual compression for less than thirty minutes. The procedure was a diagnostic procedure. A 6f cordis sheath was used and the stick location is medium. The procedure did not use an ante-grade or retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There were no prior pta, stent, or vascular graft in the common femoral artery or vein. There were no visible damage in distal end of the sheath after removal. There were no presence of peripheral vascular disease. There were no defect noted to the device prior to prep. The device is available for analysis.